Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous vein side of the left antebrachial arterio-venous fistula (avf). The 6.0x20mm sterling over-the-wire balloon was used to dilate the lesion in shunt of hemodialysis and was ruptured at 12atms on the second inflation. The device was successfully removed and the procedure was completed with a 6.00x40mm non bsc device. No patient complications were reported with the patient's current condition listed as "good".